Event description:
Clinical study. Same case as: 2134265-2009-03694. It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced restenosis. The 75% stenosed de novo target lesion was 2.75 mm in diameter and 58.0 mm long portion located in the mid portion of the left anterior descending (lad). The 2.75 x 32 mm taxus express2 stent was implanted at 16.0 atms, and the 3.5 x 32 mm taxus express2 was implanted at 16.0 atms. Post dilation was performed with a 3.0 x 20 mm unk balloon at 22.0 atms. Both stents were well positioned and expanded with post stenosis of 0%. There were no gaps between these stents. The procedure was successfully completed. The pt was discharged the next day on bayaspirin and panaldine. At 263 days post index procedure, restenosis was revealed within the 90% target lesion, 3.50 mm in diameter and 13.0 mm long portion of the mid lad. A percutaneous coronary intervention was performed 38 days later with an unk balloon and a non-bsc stent. Post treatment visual eval revealed 0% stenosis. The pt was discharged one day after the intervention on bayaspirin and panaldine. Post 1 year f/u eval was performed and there was no problem. Pt condition listed as "resolved".

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly, and performance specs. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu.